Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device received eight bursts of anti-tachycardia pacing (atp) and one shock for a suspected sinus tachycardia. Days later in another episode with the same rhythm, the patient received eight bursts of inappropriate atp and five inappropriate shocks, which exhausted therapy. Technical services (ts) noted this patient has received therapy for the same rhythm multiple times in the past. Programming options and the possibility of changing the medication to prevent the patient from having these arrhythmias were discussed. The patient was checked after the events and reprogramming of the device was performed. No additional adverse patient effects were reported the device remains in service.